Event description:
It was reported that the doctor attempted to insert the ps polyethylene liner, but it would not seat (lock) into the posterior side of the universal baseplate. The doctor attempted to remove and reinsert, but unsuccessfully.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.